Event description:
The hospital reported that during the endoscopic vein harvesting procedure, it was noticed the device had continuous activation. The device was removed from the leg without any problems and the power was switched off. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation details: the investigation was completed, and the failure mode cannot be duplicated. A lhr review was completed for the product, there was no non-conformance associated with the lot number.